Event description:
It was reported that non-sustained v oversensing was observed. The non-sustained rv oversensing (nsrvo) was sensed via the lead but was likely due to sensitivity settings in the device. The device and lead will remain implanted and functioning. The patient was stable.